Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they charged their device because they were advised to turn it off as they were getting a therapy done. The patient said that the therapy that they were getting was for their neck using a tens unit and their healthcare provider (hcp) wanted to make sure it didn't affect the transmitter that they had. The patient said that they were told to logout of the therapy and log back in. The patient said that they had been having to run to the restroom a lot and thought it could be due to the connection. The patient said that when they turned it on, they saw a message "my device session might have ended." The agent reviewed and had the patient connect to their therapy again. The patient said the message was saying "end of service. Therapy might have stop contact your clinician. Serial number end session." The agent reviewed eos. The patient was redirected to their hcp to discuss replacement of their ins battery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they charged their device because they were advised to turn it off as they were getting a therapy done. The patient said that the therapy that they were getting was for their neck using a tens unit and their healthcare provider (hcp) wanted to make sure it didn't affect the transmitter that they had.  The patient said that they were told to logout of the therapy and log back in. The patient said that they had been having to run to the restroom a lot and thought it could be due to the connection.  The patient said that when they turned it on, they saw a message "my device session might have ended."  The agent reviewed and had the patient connect to their therapy again. The patient said the message was saying "end of service. Therapy might have stop contact your clinician. Serial number end session." The agent reviewed eos. The patient was redirected to their hcp to discuss replacement of their ins battery.